Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation. Though it had been tested for 2 hour on the first day and 3 hours on the second day with loading on the camera cable of the subject device, it could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the following causes because it was not duplicated during the evaluation at sorc; -communication failure due to foreign matter adhering to the camera head connector -communication failure due to foreign matter adhering to the processor connector -failure of combination devices such as processors, video cables, monitors, and/or rigid endoscope if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at first, a failure error was displayed then the image of the subject device was black and not displayed even the connector was connecting during the preparation for use. The user also reported that the image appeared after inserting and removing the connector several times. The occurrence date of the event is unknown. There was no patient injury associated with this report.